Manufacturer narrative:
Review of device history file showed no abnormalities. Insufficient device information provided. At this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Redness at 2/3 days of glue use.